Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn (B)(4) has been returned, but has not been evaluated yet. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 7/18/2018, belt: 12/10/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at approximately 4:00 am, while wearing the lifevest. The patient was at home, sleeping with his wife at the time of passing. It was reported that the patient was treated prior to passing and that the patient was alert after receiving the first treatment. The patient's wife reported that the patient then got up, said he felt fine, went to the restroom and went back to sleep. The patient's wife reported that shortly after the device began alarming again. The patient's wife reported that she pressed the response buttons during this time. She later found that her husband had passed. Per clinical review of the available ECG data, the device started up at 12:41:56 on (B)(6) 2019. The device detected an arrhythmia at 0:35:53 while the patient was in a sinus rhythm at 85 bpm with pvc's degrading to vf. The patient received the first appropriate treatment at 03:36:05 while the patient was in vf. The patient's post shock rhythm was a sinus rhythm at 80 bpm with pvc's. The response buttons were pressed from 03:36:18 to 03:36:21. The device detected an arrhythmia at 04:00:51, while the patient was in vf. The response buttons were pressed from 04:00:55 to 04:07:06. The patient's wife reported pressing the response buttons during this time. The response button use prevented the lifevest from delivering a treatment. The patient received the second appropriate treatment at 04:07:54 while the patient was in vf. The patient's post shock rhythm was an idioventricular rhythm at 25 bpm transitioning to asystole. The device detected an arrhythmia at 04:11:24, while the patient was in vf. The patient received the third appropriate treatment at 04:11:55 while the patient was in vf. The patient's post shock rhythm was vf. The patient received the fourth appropriate treatment at 04:12:22 while the patient was in vf. The patient's post shock rhythm was asystole transitioning to vf. The patient received the fifth appropriate treatment at 04:12:54 while the patient was in vf. The patient's post shock rhythm was vf. The patient received the sixth appropriate treatment at 04:13:26 while the patient was in vf. The patient's post shock rhythm was asystole transitioning to vf. The patient received the seventh appropriate treatment at 04:14:22 while the patient was in vf. The patient's post shock rhythm was asystole transitioning to vf. The patient received the eighth appropriate treatment at 04:15:21 while the patient was in vf. The patient's post shock rhythm was asystole transitioning to vf. At 04:15:50, the device detected a non-treatable rhythm. At 04:16:12, the device detected an arrhythmia, while the patient was in vt at 170 bpm transitioning to vf slowing to vt at 100 bpm. At 04:16:45, the device detected a non-treatable rhythm. At 04:42:13 to 04:43:38, the device detected asystole two times, while the patient was in bradycardia at 40 bpm. The patient was in an idioventricular rhythm at 40 bpm transitioning to sinus rhythm at 70 bpm with pac's slowing to bradycardia at 20 bpm degrading to asystole with CPR and motion artifact from approximately 04:22:06 until the electrode belt was disconnected at 05:21:48 on (B)(6) 2019. The patient reportedly passed away on (B)(6) 2019 at approximately 4:00 am. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.